Event description:
Discrepant hemoglobin (hgb) results were reported from the cell dyn 1800 analyzer on a fingerstick sample. The cell dyn 1800 results were: hgb=10.5 g/dl. The pt was repeated at the hospital using a venous sample and the hgb result was 7.3 g/dl. The customer stated that they usually invert the sample 10 times prior to running and that they did not check for clots prior to running. No adverse impact to pt management was recorded.